Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. However, the e227 (communication error code) was confirmed during inspection. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions e226 & e227 (communication errors code) would likely be by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated circuit chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The events can be detected by following the instructions for use (IFU) which state: operation manual. ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex deflectable videoscope exhibited an error e226. The issue occurred during preparation for a therapeutic laparoscopic procedure that was completed using a similar device. There were no reports of patient harm.